Event description:
Staff alleged that the lh coiled cable was cut exposing bare metal wire. No injury was reported.

Manufacturer narrative:
Technician found that the lh coiled cable was cut exposing bare metal wire. Resolution: replaced left coiled cable (B)(4) to resolve issue.